Event description:
It was reported that the device had low battery voltage in the box. The device was not used. There have been no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned, analyzed, and no anomalies were found.